Event description:
Said device = 126 and patient back up meter = 489. Patient retest on the device = 130. Patient said they felt symptomatic at work and did not eat anything as a result. Patient went to their dr. Due to patient symptoms and their glucose was 436. The dr. Gave patient insulin. Patient normally takes glucotrol.